Event description:
It was reported that the patient experienced dizziness due to bradycardia. Loss of right ventricle capture, inadequate right atrial capture, and low pacing impedance were noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.